Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the pairing issue could not be determined. During the estimation process, the console was visually inspected and underwent functional tests, and did not confirm the pairing issue. Other miscellaneous damages were confirmed, such as a malfunctioning fiber port. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "the wireless footswitch is powered by two aa batteries. When batteries are low, a popup warning message will appear during startup. A low battery indicator icon will also be displayed in the top right corner of the screen." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus company representative (rep.) Reported the wireless foot pedal could not be paired up. According to the report, the new laser and footswitch were not paired when it arrived. The rep. Stated they were going through the pairing process with the footswitch and it came up multiple times. They also tried other footswitches and the customer could not get anything to connect. The reported issue occurred during installation. There is no patient involvement associated on this event. No harm was reported. No user injury reported. This event includes two (2) reports to capture the reported issue for laser system and footswitch: report with patient identifier (B)(6)(laser system tfl-pls, mduf220555). Report with patient identifier (B)(6) (wireless footswitch- tfl-afswl, unknown serial number). This report is for patient identifier c23050129 (laser system tfl-pls, mduf220555).